Event description:
It was reported that the patient presented to the hospital for a right ventricular lead revision. The pulse generator exhibited backup vvi, after a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.